Event description:
In the journal article, "vertical-horizontal rotation of evo-icl to correct suboptimal vault based on vertically oval sulcus anatomy," a case of 15 eyes from 11 consecutive patients with "suboptimal vault after primary implantation of non-toric icl at a single refractive surgery center." Of these 15, 7 were cases of excessive vault, and 8 were low vault. Also, "in the low-vault group, rotation from vertical to horizontal significantly increased mean central vault' and [?]in the high-vault group, rotation from horizontal to vertical significantly reduced mean central vault." The authors concluded that "this retrospective case series, a simple 90-degree rotational repositioning of non-toric evo icls effectively optimized suboptimal vault in both low- and high-vault eyes without changing lens size."

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
Correction: h6 - 4582. (B)(4).